Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was under delivering due to fail battery and was not getting basal or bolus. Customer did not receive a low battery alert prior to fail battery. Customer's blood glucose was 200 mg/dl. Customer also reported of having high blood glucose of 400 mg/dl and treated with insulin pump and manual injection and over-corrected. Customer had an emergency room visit on (B)(6) 2016 with blood glucose of 378 mg/dl. Customer had symptom of headache and back pain. Customer's emergency room visit was due insulin over delivery. Customer was not wearing insulin pump for 24 hours at the time of emergency room visit. After troubleshooting for failed battery test alarm, customer was advises that battery cap would be replaced.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, error test and displacement test. We were unable to download to carelink pro. No failed battery test alarms noted. The pump delivered properly all bolus programmed during testing. The insulin pump was received with cracked case at display window corners and minor scratched lcd window. No unexpected motor noise anomaly during testing or vibration anomalies were noted. The root cause of pump not communicating, several bolus were programmed and delivered. The insulin pump delivered properly all programmed bolus. No slow delivery anomaly noted.

Manufacturer narrative:
The pump passed the delivery accuracy test. Unable to download to carelink due to a problem isolated to the mother board.